Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1738502 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 26th august 2021. On evaluation of the device it was observed the flexor was broken 111 cm approx from the tip. Inner cannula separation. "Lock wire not returned. Stent fully deployed and attached from the delivery system on return . Handle actuation was possible for deployment and recapture." Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1738502. An nc code (evo-015) was noted on the work order, however this was subsequently scrapped and would not have attributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot c1738502; upon review of complaints this failure mode has not occurred previously with this lot c1738502 the instructions for use ifu0062-5 which accompanies this device includes the following contraindications ¿inability to pass the wire guide or stent through the obstructed area.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to tortuous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the flexor been broken and caused the inner cannula separation observed. From customer feedback in patient info/notes it is known that there was resistance encountered when advancing the stent and introducer through the obstructed area. Summary: complaint is confirmed based on the customers testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the delivery system through stenosis, and deploy the stent halfway while found out the stent cannot be deployed further and the device cannot be retracted from patient at the stage. User then retracted the device along with endsocopy together and found out the sheath and push sheath broken, and the stent off during device retraction. User then changed to another same device to complete the procedure. Device evaluated on 26-aug-2021: 111cm approx. From tip broken flexor and inner cannula separation. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." What is the reorder number of the wire guide used with this device? Metii-35-480 metii-35-480 if not with the device in question, how was the procedure finished? With another same device to complete the procedure for complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? Yes had dilation of the obstructed area been performed prior to this occurrence? Yes what is the endoscope manufacturer and model number that was used? Olympus tf-260v tf-260v please describe the location in the body where the stent was to be placed. Common bile duct. Was resistance encountered when advancing the wire guide through the obstructed area? Yes. Was resistance encountered when advancing the stent and introducer through the obstructed area? Yes. Was the introducer advanced through the side of a previously placed stent? No. Please estimate amount of time the stent was in place prior to this occurrence. N/a did any section of the device detach inside the endoscope or patient? No.